Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as 01/07/2015. The information for this follow-up report was noted on 10/28/2015. Failure analysis results: received 3-phase motor drive and vela turbine that the vent had motor faults and vent inop condition. They were installed in known good unit. Testing was not able to reproduce the reported complaint of motor fault and vnt inop condition. Failure analysis: received vela diamond front panel/display, installed in known good unit. The reported complaint of blank screen was reproduced and isolated to a defective lcd p/n 66155. The only issue found with the unit is the lcd display went blank. Corrected data. Life threatening and required intervention to prevent permanent impairment/damage were added because the ventilator required change out.

Event description:
The customer reported that while in patient use the ventilator twice went inoperative and gave a motor fault and alarmed visually and audibly. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator at the customer site and ran vent with no issues. Checked event log and saw motor fault couple of times and a vent inop. Removed and replaced the turbine. The ventilator operates according to specifications.